Event description:
Further review of the submitted lvad log files revealed that the abnormal power cable disconnect/low power hazard/no external power events were related to the operation of the power module patient cable, and not the mobile power unit.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical alarms while connected to the power module was confirmed by review of the submitted lvad log file. The submitted log file contained about 15 days of data ((B)(6) 2023 to (B)(6) 2023 per timestamp). Intermittently throughout the data while the controller was connected to the power module, atypical power cable disconnect, low voltage, and no external power alarms were observed. These alarms activated due to the voltage of both power cables simultaneously fluctuating below the designed alarm thresholds. The abnormal alarms resolved shortly after their activation, either when a power source exchange was performed or when the voltages of the cables returned to normal values on their own. The controller¿s ability to operate the pump was unaffected by the fluctuations and alarms, as the pump maintained a speed above the low-speed limit throughout the data. The device history records for the patient cable were unable to be reviewed, as its lot number was not provided. The power module patient cable (lot number: unknown) was not exchanged and no products were returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. The heartmate 3 patient handbook (rev. D - section 5 entitled ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including power cable disconnect, no external power, and low voltage, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook (rev. D - section 6, entitled "caring for the equipment") describes how to care for and clean all equipment, including the power module patient cable. The heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient had biventricular assist device assist (bivad) with right ventricular assist device (rvad) flow dropped. Log files for left ventricular assist device (lvad) contained power cable disconnect/low power hazard/no external power on (B)(6) 2023 and (B)(6) 2023. This was caused by power to the mpu being briefly interrupted. There was no pump interruption during these events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.